Manufacturer narrative:
(B)(4): the customer reported a failure to discharge during cardioversion. The users switched to a different defibrillator to treat the pt. The involved pt reportedly died. We have requested add'l info, but at this time, there has been no determination as to whether the device was a factor in the reported death of the pt. This complaint is still being investigated. A f/u report will be submitted after philips obtains more info about this event.

Event description:
This customer reported a failure to discharge during cardioversion. The users switched to a different defibrillator to treat the pt. The involved pt reportedly died.